Event description:
It was reported that during a knee arthroplasty, the articular surface provisional fractured while trialing. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Complaint #: (B)(4). (B)(4). The returned provisional exhibited signs of use (nicked/gouged) and was fractured on the medial and lateral side of the post and the post had also fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.